Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the reported events and heartmate 3 left ventricular assist system (lvas), serial number (B)(6), cannot be conclusively determined through this evaluation. The controller event log file contained events on 31jul2024, spanning approximately 2 hours. No notable alarms or unusual events were captured, and the pump operated as intended at the set speed. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further events have been reported at this time. Additional information regarding the event was requested from the account; however, no further information has been provided at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use, rev. C, contains the following information: section 1, ¿introduction,¿ outlines potential adverse events, including infection, bleeding, and stroke, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6, "patient care and management," lists infection as a late potential post-implant complication that may be associated with the use of the heartmate 3 left ventricular assist system. Additionally, this section provides information regarding the recommended anticoagulation regimen, including international normalized ratio (inr) values, as well as suggested anticoagulation modifications in the event there is a risk of bleeding. Care instructions regarding how to prevent infection, as well as suggested responses in the event of infection, are outlined in this document. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had stroke-like symptoms, falls, and a driveline infection. A driveline culture performed on (B)(6) 2024 and was positive for methicillin-resistant staphylococcus aureus (mrsa). On (B)(6) 2024 the patient presented to the clinic with fatigue, lightheadedness, driveline drainage, and driveline pain. They were admitted for further management. A driveline re-culture performed on (B)(6) 2024 was positive for mrsa. Blood cultures performed on (B)(6) 2024 were negative. The patient was discharged home on (B)(6) 2024. The patient was to receive intravenous vancomycin through (B)(6) 2024 with plans to transition to doxycycline. Log files contained pulsatility index (pi) events.